Event description:
The customer reported obtaining non-reproducible, higher than expected; vitros tropi es results from serial samples collected from one patient (patient 1) and single samples from three other patients (patient 2, 3 and 4). Additionally, non-reproducible , higher than expected vitros tropi es results were obtained from a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. Patient 1: (B)(6): 0.147 ng/ml vs. <0.012 ng/ml, (B)(6): 0.080 ng/ml vs. 0.014 ng/ml, (B)(6): 0.221 ng/ml vs. <0.012 ng/ml, (B)(6): 0.146, 0.143 ng/ml vs. <0.012 ng/ml. Patient 2: 0.321 ng/ml vs. 0.020 ng/ml. Patient 3: 0.231 ng/ml vs. <0.012 ng/ml. Patient 4: 2.31 ng/ml vs. <0.012 ng/ml. Troponin I-free sample: 0.094, 0.071, 0.059, 0.062 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results from (B)(6) 1, 2 and 4 obtained from patient 1 and the result obtained from the patient 2 samples were reported outside the laboratory, however; no treatment was given, changed, or withheld based on the reported tropi es result. Corrected reports were issued. The non-reproducible, falsely elevated tropi es results obtained from the patient 3 and patient 4 samples were not reported outside of the laboratory. There was no reported allegation of patient harm. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from multiple patient samples and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. There was no indication the vitros tropi es reagent in use malfunctioned. The most likely assignable cause of the event affecting samples collected from patients 1,2 3 and the troponin I-free sample was instrument related. Prior to service actions being performed, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple subsystems to return the eciq system to expected performance. Following this routine maintenance, acceptable vitros tropi es performance was observed. The cause of the event affecting the sample collected from patient 4 has not been determined. A troponin I precision test was within acceptable guidelines, indicating the vitros eciq instrument did not likely contribute to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. Therefore, it is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.